Event description:
It was reported that the hypotube fractured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion. A 7f guidezilla ii guide extension catheter was selected for use. During procedure, it was noted that the hypotube fractured. The guidezilla ii could not advance in the guide catheter. The device was completely removed from the patient body and no fragments remained inside the patient. The procedure was completed using an alternate device and no complications reported.